Manufacturer narrative:
The patient mentioned that during the removal procedure, the sensor broke. The hcp did not keep the sensor pieces and discarded it.in addition, no images were provided. As a result, no confirmation of the complaint was possible. The potential root cause of breakage of sensor during removal is usually excessive force on the removal clamps or grabbing an extremity of the sensor. In some cases, the patient's tissue at insertion sites may encapsulate the sensor, obstructing its removal. The doctor may then attempt excessive force on the clamps and risk fracturing the sensor. Ensor breakage during removal is a known and anticipated potential adverse effect and eversense e3 user guide mentions about it under "risks and side effects".

Event description:
Senseonics was made aware of an incident where the sensor broke during the removal procedure on (B)(6) 2024 at 3 pm. All pieces were successfully removed, but were not kept for return and discarded it. The customer is doing well. Customer had no negative effects because of this.